Manufacturer narrative:
A device history record review was completed on the reported lot v2k045. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. One sample was received on 07/13/2018. After analyzing the sample, nothing wrong was found with it. Per the customers statement the product was placed in freezer prior to use. Product clearly states ¿do not freeze¿ as it might result in frostbite. A corrective action will not be initiated at this time as the customer failed to follow instructions for use.

Event description:
Based on the customers report she stated she had a used cold pack that she had received from a prior hospital visit and recently placed it in the freezer. Reportedly on (B)(6) 2018 she placed the frozen cold pack on her right knee and stated later noted a pink area on her skin that looked like a bad sun burn. The skin peeled. She then looked over the cold pack and noted it did state do not freeze and she admitted she had not read the cold pack thoroughly before use. She did not seek any medical treatment.